Manufacturer narrative:
(B)(4) returned for investigation was a 40cc inflation driveline tubing from a semi-finished kit for a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a cardboard box and was in a ziploc bag. Returned with the sample was 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, it was observed that the male connector pins, which interfaces with the iab pump, were broken on the 40cc inflation driveline tubing. No other damage or abnormalities were noted to the inflation driveline tubing. The peel away sheath was noted on the iabc. The one-way valve was noted tethered to the short driveline tubing. The stylet was fully inserted within the iabc central lumen. Three (3) retention sleeves were noted on the iabc bladder membrane. No blood was noted on the exterior surfaces of the returned sample. No visual damage or abnormalities were noted to the returned iab catheter. The functional testing of the returned iabc was not performed. The complaint relates to the broken pin of the supplied 40cc inflation driveline tubing connector. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "blue interface of the tube was missing a needle" is confirmed. During the investigation, one male connector pin interfacing with the iab pump was found broken on the 40cc inflation driveline tubing. This condition can result in difficulty connecting the inflation driveline tubing to the iab pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investiga-tion due to the broken pin of the inflation driveline tubing connector. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ", there was a leak at the connection between the catheter and the pump, preventing the helium from inflating the balloon. The blue interface of the tube was missing a needle". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", there was a leak at the connection between the catheter and the pump, preventing the helium from inflating the balloon. The blue interface of the tube was missing a needle". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".